Manufacturer narrative:
Concomitant medical products: 4598-88 lead, implanted: (B)(6) 2019; dtmb1qq ICD, implanted: (B)(6) 2019; 5867-3m lead adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of lightheaded and syncope. The right ventricular (rv) lead was found to have high thresholds with no capture. The lead revised and removed. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis and no anomalies were found. The distal connector of the lead was extrinsically bent. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.